Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿+ pro pen needle was unable to attach to the pen during use. The following information was provided by the initial reporter, translated from japanese: "the customer's report is that the pen needle could not be attached to the pen"

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that the bd micro-fine¿+ pro pen needle was unable to attach to the pen during use. The following information was provided by the initial reporter, translated from japanese: "the customer's report is that the pen needle could not be attached to the pen".